Event description:
Customer called to report that the unicel dxc 600 synchron system was leaking and that the racks were wet when removed from the instrument. Customer also stated that the top of the tubes were wet with what appeared to be water. Customer verbally provided data for one patient, and stated that these results were not reported outside the laboratory; therefore, patient treatment was not affected. Customer stated that no one was affected by the instrument issue. On the following day, the field service engineer (fse) inspected the instrument and found that the cap piercer was leaking while washing the blade. The fse found that this was caused by an obstruction in line 304, the blade wash tubing. The fse then removed the obstruction and replaced the blade assembly. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).